Event description:
It was reported that during phone conversation on 7/2/2008 that cup shifted and was revised in 2008. Patient was revised to a tm cup and 36mm head.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.